Event description:
The facility representative reported a colleague infusion pump with a malfunction where the "manual tube resets keep needing to be reset". It is unknown when this condition occurred in "coronary care unit". This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition of manual tube release issue was not confirmed during service evaluation. Upon review of the event history log, the quality engineer identified a manual tube release reset failure as the as determined problem code. This condition was a result of use error. A review of the product labeling was performed and found the labeling to be adequate for manual tube release reset. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available a follow-up medwatch will be submitted for peer review.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.